Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session and provided guidance on pump reset. After performing the reset, the caller was able to successfully start their sensor session without encountering the error again.